Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead exhibited increased pacing threshold measurements. A lead dislodgement was suspected but not confirmed. The lv pacing configuration was reprogrammed to resolve the issue. No adverse patient effects were reported.